Event description:
Pt received a knee replacement on her left knee in 2012. Since then, pt complains of back pain, knee pain (off/on), that her "knee sticks out" and "rubs against" her other leg. Pt has received physical therapy which helped a little bit, but she is "still not walking right". Pt has been told not to come back to physical therapy.